Manufacturer narrative:
H10: one (1) used partial set, list # ac205, 5 gang 4-way nanoclave¿ stopcock w/baseplate, rotating luer; lot # 3602315, two (2) used swabcaps green; manufacturer - unknow were received for evaluation. The distal nanoclave port was separated from the stopcock body on the returned device. Visual examination of the bond interface revealed sparse adhesive. Subsequent assembly integrity testing of the remaining intact ports each met functional expectations. When the bonds were forcefully broken, the port bond adhesive was amply applied. The complaint was confirmed. The probable cause is an inadequate uv bond during assembly in ensenada. The device history review for lot number 3602315 was reviewed and there were no relevant non-conformances found. Additional information in h3.

Manufacturer narrative:
The device has been received. Testing and investigation is not complete.

Event description:
The customer reported a 5 gang 4-way nanoclave stopcock w/baseplate had a manifold failure that occurred in a patient room and resulted in a spill of ifosfamide. The spill was on the floor between the bathroom and bed. There was a delay in therapy as the amount of chemo remaining had to be calculated, orders written, double signed, released and chemotherapy remade. There was no direct harm.